Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged gray mucus. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 24, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging gray mucus that is related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown white dust-like contaminate on the front panel, top enclosure, rear panel. A brownish contaminate on the keypad, top enclosure, flip door. Brownish dust-like particles under the flip door, around the air inlet box. A light brownish dust-like contaminate found on the backside of the rear panel, on the bottom enclosure. A whitish dust-like contamination on the blower cap seal. A considerable amount of dust-like material on the blower. A whitish/brown stain consistent with potential mineral deposits is found at the bottom of the blower box. There was a black particulate contamination found at the air outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to address the patient's symptoms.